Event description:
The lead was replaced at the time of device upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, and the outer insulation of the lead was observed to have blood ingression.